Event description:
N/A.

Event description:
IT WAS REPORTED BY CUSTOMER THAT DURING ROUTINE CHECK, THE CS300 INTRA-AORTIC BALLOON PUMP (IABP) MALFUNCTIONED. THE SCREEN IS FLICKERING. THERE WAS NO PATIENT INVOLVEMENT REPORTED.

Manufacturer narrative:
INITIAL REPORTER: (B)(6). UPON COMPLETION OF THE INVESTIGATION INTO THIS EVENT A FOLLOW UP REPORT WILL BE SUBMITTED.

Manufacturer narrative:
Updated Field: B4, G3, G6, H2, H6, H11.Corrected Field: H6 (Type of Investigation).